Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of radicular pain post-op. The superior implant was impinging on the nerve root. A few weeks after the initial surgery, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the nerve root. The surgery was completed without complications. The status of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant impinging on the nerve root.